Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report she had fainted from low blood glucose at the workplace on (B)(6) 2014. Blood glucose reading was 32 mg/dl at the time of the call. The customer had bolused after eating something at work. Coworkers found her passed out in her office. The paramedics were called and she was treated for low blood glucose. Customer did not know what caused the low blood glucose. Advised to return the insulin pump for analysis. The insulin pump will be replaced. Nothing further reported.